Event description:
The customer reported that during a right vad support at 3100rpm and 1.5 lpm the plasma free hemoglobin count climbed to over 900. Anti-coagulation measurements were within acceptable range. The pack was changed out. The old set was rinsed out and a clot was discovered inside the rf-32.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
(B)(4).